Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence and urge incontinence. It was reported that the patient underwent mesh removal on (B)(6) 2010 due to erosion, worsening stress incontinence, vaginal pain and dyspareunia. The patient underwent mesh removal again on (B)(6) 2010 due to erosion with the concurrent placement of a second mesh implant. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.